Event description:
As reported by the (B)(6) study, a patient underwent a scheduled colonoscopy approximately thirteen months after the index procedure. Then, twenty eight months after the index procedure, the patient experienced coronary artery restenosis to the target area. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 65% stenosis to the proximal left anterior descending artery (lad). The lesion was described as 10mm in length, class b1 and de novo. The reference vessel was 3.0mm in diameter. A 3.0mm x 13mm at 14atm cypher rx stent was implanted. The stent was post dilated as standard procedure with a 3.25 x 8.0mm balloon at 20atm. The post residual stenosis was 0% with a post timi flow of 3. No procedure complications were reported and the patient was discharged the next day. Then, twenty eight months after the index procedure, the patient had an abnormal routine stress test. The patient underwent revascularization and was treated with a pci. The indication for the procedure was a positive ischemic function study. The mid lad had 95% stenosis and was treated with a des stent. The distal lcx (non-target) was also treated with a des stent. According to the cath pci report, the diagram indicated the cypher stent to be patent. It was reported that no treatment was given inside the cypher stent. The event was reported as resolved. Per the investigator, the event was not related to the index procedure, study stent or study drug.

Manufacturer narrative:
Concomitant medications: cardizem cd 180mg qd, ecotrin 325mg qd, lisinopril 5mg qd, lopressor 50mg qd, simvastatin 40mg qd, lasix 20mg qd, cardura 4mg qd and clopidogrel 75mg qd. Complaint conclusion: as reported by the (B)(6) study, approximately twenty eight months after the index procedure, the patient experienced coronary artery restenosis to the target area. This is a (B)(6) male with medical history including angina, most recent pci 28 (B)(6) 2007, family history of coronary artery disease, hyperlipidemia, hypertension, chronic pulmonary disease, smoking greater than 30 days. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 65% stenosis to the proximal left anterior descending artery (lad). The lesion was described as 10mm in length, class b1 and de novo. The reference vessel was 3.0mm in diameter. A 3.0mm x 13mm at 14atm cypher rx stent was implanted. The stent was post dilated as standard procedure with a 3.25 x 8.0mm balloon at 20atm. The post residual stenosis was 0% with a post timi flow of 3. No procedure complications were reported and the patient was discharged the next day. The, twenty- eight months after the index procedure, the patient had an abnormal routine stress test. The patient underwent revascularization and was treated with a pci. The indication for the procedure was a positive ischemic function study. The mid lad had 95% stenosis and was treated with a des stent. The distal lcx was also treated with a des stent. According to the cath pci report, the diagram indicated the cypher stent to be patent. It was reported that no treatment was given inside the cypher stent. The event was reported as resolved. Per the investigator, the event was not related to the index procedure, study stent or study drug. Additional information received on 8/2/2012. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069774 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.